Event description:
The customer reported to olympus that the evis exera iii colonovideoscope is displaying a scope communication error e315 when connected to the cv-190 processor. The event occurred during installation and there is no patient involvement.

Manufacturer narrative:
The customer informed the service center representative they that they don't have the maj-1430 connected to the cv-190 when using the scopes. The customer was informed they should power off the cv-190 and clv-190 before connecting or disconnecting the scope. The customer later provided that colonovideoscope is the only one with the b30 and e216 error on multiple towers. Their 190 series scopes working as intended. The service center representative recommended the scope be sent for repair. The customer declined the repair at the time of the call indicating it will be sent for repairs at a later date. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that this phenomenon occurred due to the connection of the electrical components becoming unstable due to adhesion of foreign materials. A definitive root cause cannot be identified. The instructions for use (IFU) state: ¿·connection of the endoscope and ancillary equipment connection to the light source caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction. Troubleshooting guide: wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them (refer to section 3.3, ¿inspection of the endoscope¿). After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to the supplemental medwatch (B)(4). The aware date should be 23-may-2022.